Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concurrent conditions included weight gain. Concomitant products included citalopram since (B)(6) 2012, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6)2012 to (B)(6)2012, (B)(6)-2012 to (B)(6) 2015 and phentermine since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6)2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infection"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, abdominal pain, genital haemorrhage and metrorrhagia had resolved and the menstrual disorder, infection, headache, depression, anxiety, mood swings, weight increased, alopecia, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6)2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test - on (B)(6)2012: negative; on (B)(6)2015: it showed fibroid and a few cysts. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Abdominal pain, genital bleeding, metrorrhagia, uti, post procedural complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concurrent conditions included weight gain. Concomitant products included citalopram since (B)(6) 2012, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2012, nsaids (B)(6) 2012 to (B)(6) 2015 and phentermine since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infection"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, abdominal pain, genital haemorrhage, metrorrhagia and urinary tract infection had resolved and the menstrual disorder, infection, headache, depression, anxiety, mood swings, weight increased, alopecia and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Lot number: 919017 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concurrent conditions included weight gain. Concomitant products included citalopram since (B)(6) 2012, ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2012, nsaids (B)(6) 2012 to (B)(6) 2015 and phentermine since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("mensttrual issues") and infection ("infection") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue had resolved and the menstrual disorder, infection, headache, depression, anxiety, mood swings, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concurrent conditions included weight gain. Concomitant products included citalopram since (B)(6) 2012, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2012, nsaids (B)(6) 2012 to (B)(6) 2015 and phentermine since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infection") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue had resolved and the menstrual disorder, infection, headache, depression, anxiety, mood swings, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: outcome of event " abnormal bleeding (menorrhagia)' updated as " recovered/ resolved". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concomitant products included nsaids and phentermine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("mensttrual issues") and infection ("infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015 at the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, headache, migraine, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no: 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concurrent conditions included weight gain. Concomitant products included citalopram since on (B)(6) 2012, ethinylestradiol; norgestimate (ortho tri-cyclen) from on (B)(6) 2012, nsaids on (B)(6) 2012 to on (B)(6) 2015 and phentermine since on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infection"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, abdominal pain, genital haemorrhage, metrorrhagia and urinary tract infection had resolved and the menstrual disorder, infection, headache, depression, anxiety, mood swings, weight increased, alopecia and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram: on (B)(6) 2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test: on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event urinary tract infection was updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and vaginal delivery. Concomitant products included nsaids and phentermine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("mensttrual issues") and infection ("infection"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, headache, migraine, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 07-sep-2012: confirmed that the essure device was successfully occluded.. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), migraines, headaches, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping) were added. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012, nsaids (B)(6) 2012 to (B)(6) 2015 and phentermine since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("mensttrual issues") and infection ("infection") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, dysmenorrhoea and fatigue had resolved and the menstrual disorder, infection, menorrhagia, headache, depression, anxiety, mood swings, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded.. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events - hormonal changes describe: mood swings; weight gain/ loss specify which one: weight gain; fatigue; hair loss were added. Outcome of event pelvic pain, migraines, vaginal hemorrhage, dysmenorrhea was updated as recovered/resolved. Reporter's information and concomitant drugs were added. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area') in a 29-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 and multigravida. Concomitant products included citalopram since (B)(6) 2012, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012, nsaids(B)(6) 2012 to (B)(6) 2015 and phentermine since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 3 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("mensttrual issues") and infection ("infection") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, dysmenorrhoea and fatigue had resolved and the menstrual disorder, infection, menorrhagia, headache, depression, anxiety, mood swings, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.553 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Both fallopian tubes were blocked successfully. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2015: it showed fibroid and a few cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events - hormonal changes describe: mood swings; weight gain/ loss specify which one: weight gain; fatigue; hair loss were added. Outcome of event pelvic pain, migraines, vaginal hemorrhage, dysmenorrhea was updated as recovered/resolved. Reporter's information and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.